Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00651. It was reported the patient was not receiving effective stimulation coverage from the scs system. It was determined the patient's leads had migrated. Consequently, the patient underwent surgical intervention wherein the leads were explanted and replaced. Reportedly, effective stimulation was restored following the procedure and the issue is resolved.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2019-00651.